Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 22cm distal to the catheter's strain relief. The device was kinked at the point of separation. There were also kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a calcified and heavily tortuous right coronary artery. The lesion was predilated with a 2.5x15mm maverick balloon. A 3.0x24mm promus element stent was advanced but was unable to cross the lesion. The lesion was predilated again and the procedure was completed with another promus element stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed a hypotube fracture. Device is only ous approved but is similar to an approved us device.